Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient's sister reported that she was at the nursing home with the patient and told the staff that she noticed the patient was "plump: down on the chair and was incoherent. She knew something was wrong. The cgm was displaying 78 mg/l and the patient's bg was 48 mg/dl. The patient almost passed out so they gave her orange juice, chocolate milk and a peanut butter and jelly sandwich. After eating, the patient's bg increased to 108 mg/dl. It is unknown what the cgm was displaying after treatment. At the time of the report, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.